Manufacturer narrative:
The other products used in the event were product number: 8225101 prass monopolar probe and product number: 8227410 pair electrode for 2 channels, there was no information to reasonably suggest that these devices may have caused or contributed to a death or serious injury or that the devices had malfunctioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the grounding did not respond. The grounding response could not be confirmed, issue was resolved by replacing the grounding. There was no patient involved.

Manufacturer narrative:
H6: previously submitted fdc codes d16 is no longer applicable. Fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.